Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer stated that the display returned after inserting a new battery but it went blank again while performing a test during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates; no turn off screen, blank display or display anomaly noted during our testing. No damage was found inside the insulin pump noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, failed battery test alarm or off no power alarm noted. However, the insulin pump was with corroded battery cap contact and no other damage was found on the battery cap noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.